Event description:
It was reported that 270 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: one of our nurses reported that she could not push air out of the needle.

Manufacturer narrative:
Investigation summary: one sample received for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed, the sample was connected to a syringe with saline solution, the solution was expelled with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.